Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the pump was unable to power on and was completely unresponsive due to moisture corrosion; therefore, the original complaint could not be investigated. Unrelated to the original complaint, the battery compartment was cracked with moisture corrosion observed inside. The pump failed a leak test due to the battery compartment leak. The pump¿s cover was removed and there was further moisture corrosion observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).